Event description:
On (B)(6)/2009, pt reported that in the last month, she had noticed her infusion device has condensation in the compartment area. Pt stated, the 1st time she noticed this, she used a cotton swab to dry the area out and the cotton swab came out damp. Pt reported that insulin has never spilled in the chamber of the infusion device and there has not been any water contact with the device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.